Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of twenty samples were submitted to the manufacturer for evaluation. Through visual examination of the received samples, no damages or abnormalities were observed. The samples were subjected to leak testing; the results showed that two of the samples had air leakage. Based on the investigation, the reported issue is confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported event is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: about 10 case of bloodlines that were affected by the recall. We have tried several of the lines from the case and could not get them to operate properly.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The reported event is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). A follow up will be submitted when the investigation results become available.